Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-04. H6: investigation summary: customer returned (18) used 32gx4mm bd pen needles from lot 8311942. Consumer reported that needles are clogged. All 18 returned pen needles were examined, and it was observed that all 18 exhibited bent non-patient end (npe) cannulas. No evidence of manufacturing defect was observed. The bent npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 18 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Event description:
It was reported that 21 pn 32g 4mm 5b xtw easyflow la were unable to deliver medication during use. The following was reported by the initial reporter: "the patient contacted us stating that she used the bd ultra fine easy flow 4mm needles (batch 8311942 fab 2018/12 expired 2023/11), for the application of lantus insulin. She mentioned that this is the second time she complains about the ultra-fine needles, the first time it was last year, she said that 21 needles are clogged so far. We question whether she performs the flow test, she said no because insulin is very expensive and does not need testing, she understands when the needle is good because a drop of insulin comes out on the tip as soon as it fits into the pen, commented that the problem is not in the pen because when she changes the needle it is possible perform the application normally. Replacement is not required and there are samples for collection, the patient informs that she just wants the problem to be solved because she is getting scared of using bd needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 21 pn 32g 4mm 5b xtw easyflow la were unable to deliver medication during use. The following was reported by the initial reporter: "the patient contacted us stating that she used the bd ultra fine easy flow 4mm needles (batch 8311942 fab 2018/12 expired 2023/11), for the application of lantus insulin. She mentioned that this is the second time she complains about the ultra-fine needles, the first time it was last year, she said that 21 needles are clogged so far. We question whether she performs the flow test, she said no because insulin is very expensive and does not need testing, she understands when the needle is good because a drop of insulin comes out on the tip as soon as it fits into the pen, commented that the problem is not in the pen because when she changes the needle it is possible perform the application normally. Replacement is not required and there are samples for collection, the patient informs that she just wants the problem to be solved because she is getting scared of using bd needles."